Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed to correct the b2: outcomes attrib to adv event, h6: patient code and h10: additional MFR narrative. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device migrated. The device was explanted. No additional adverse patient effects reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) migrated. Further, the crt-d was explanted. No additional adverse patient effects were reported.